Manufacturer narrative:
The actual sample was visually inspected upon receipt, during which no anomalies or damage were noted anywhere on the device. A review of the device history record revealed no anomalies. The sample was set up on a sorin driver and the rpm were set at 3500. These are the conditions used for the sound testing during the manufacturing process for this device. The sample was tested in each of the 12 locking positions and was observed for the reported sound issue at each orientation. The actual sample did not exhibit any vibrations or abnormal sounds. A definitive root cause could not be determined and the event was not confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the centrifugal pump adapter was making a high pitch rattling noise. The complaint associated with this event had been originally completed on (B)(6) 2015. At this time, due to the information provided and the conclusion of the investigation, it was decided that this event was not reportable to the FDA. After completion of the complaint, on (B)(6) 2015, it was determined that the centrifugal pump adapter was classified as a life sustaining device. The information originally provided on this event stated that the product had not been changed out, and that the pump adapter was continued to be used during the case. On (B)(6) 2015, terumo was informed that the device had been changed out and was not used during the case. This new information required the complaint to be re-opened. Upon re-review of this complaint, it was determined that the event is reportable because the device is classified as life sustaining. No patient involvement as the event occurred during prime. Product was changed out. Surgery was completed successfully.